Manufacturer narrative:
On 1/20/2021, mentor became aware that the lot number of the device was lot number: 6680264. On 1/20/2021, the mentor failure analysis lab has received the device for evaluation. On 1/20/2021, mentor conducted a visual inspection and leak testing of the returned device. A manufacturing record evaluation was performed for the finished device 6680264 number, and no non-conformances were identified. During the visual analysis of the returned sample, sal smooth rnd diap 275cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: deflation status identified by MRI evaluation includes both suspected deflations, which are those identified by MRI but not confirmed by explantation and examination of the device, and confirmed deflation, which is those that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Note: the initial reporter¿s zip code was (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 275cc, and suffered from a deflation on the left breast implant. As a result, the patient had undergone removal and replacement with mentor saline breast implants on (B)(6) 2020.